Event description:
It was reported that the flip flop brake on the 9600 system would not hold in an inverted position. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The flip flop brake and cross arm brake assembly were replaced during the service call. The system was tested and found to be working as intended, and put back into service.